Event description:
Consumer reports experiencing eye pain and seeing spots after using this product for the first time. She states she was examined by a physician who diagnosed "chemical burns" bilaterally, and treated her with eye drops (not specified). She indicates the physician discarded her lenses (brand not specified) and told her to not go to work that day. Add'l info has been requested.

Manufacturer narrative:
Findings: the complaint device associated with this report has not been received for evaluation. Evaluation of retention sample from lot 124080f is in progress. Batch record review is in progress. No similar reports on lot 124080f. Unlabeled. Codes provided by manufacturer. This report mailed in to FDA on: 07/20/2007. Add'l info was requested from consumer: 06/26/2007, 07/13/2007, 07/16/2007 (2), and 07/17/2007. No add'l info was provided by consumer.